Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, the object removed from the patient was returned. The object was identified to be a pawl, an internal component of the event unit. Based on the description of the event and evaluation of the pawl, it is likely that the pawl that detached was an extra component that was inadvertently introduced to the device during the assembly process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the wound had the gallbladder removed from the abdominal cavity. The doctor had checked the abdominal cavity before the occlusion and saw something on the liver. The item was removed. It has probably come off the wounds. Additional information was received from applied medical representative on 22sep21: cholecystectomy was performed. Gallbladder was removed from abdomen with retrieval system. Before closing surgeon checked the abdomen and noticed something on top of liver. Object had been removed. It is probably from the retrieval bag." Lot number is 1415093 and object removed is saved. Retrieval bag was thrown to waste. Additional information provided by applied medical representative via email 28sep21: the rest of the device is not available for return. Device was not malfunctioning. They noticed only before closing that there was something on top of the liver. No functional issues were experienced during use of the device. Patient status: no harm to patient. Type of intervention the item was removed.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: the wound had the gallbladder removed from the abdominal cavity. The doctor had checked the abdominal cavity before the occlusion and saw something on the liver. The item was removed. It has probably come off the wounds. Additional information was received from applied medical representative on 22sep2021: cholecystectomy was performed. Gallbladder was removed from abdomen with retrieval system. Before closing surgeon checked the abdomen and noticed something on top of liver. Object had been removed. It is probably from the retrieval bag." Lot number is 1415093 and object removed is saved. Retrieval bag was thrown to waste. Additional information provided by applied medical representative via email 28sep2021: the rest of the device is not available for return. Device was not malfunctioning. They noticed only before closing that there was something on top of the liver. No functional issues were experienced during use of the device. Patient status: no harm to patient. Type of intervention the item was removed.